Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, after the procedure and prior to sterilization, the inner part of the trial inserter could not be loosened. It was noticed that the inner part of the instrument was stuck in the knob. When the sales rep attempted loosen the inner part, the device broke. There was no consequence to patient or procedure. This report involves one (1) trial inserter sh connection. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d10 h3, h4, h6: part: tft20101 lot: e20di0457 release to warehouse date: february 04, 2021 supplier: eit no nonconformance reports (ncrs) were generated during production. Part: tft20101 lot: e20di0714 release to warehouse date: march 16, 2021 supplier: eit no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the trial inserter sh connection was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the entire threaded portion of the tft20101 c tlif trial inserter pin sh connection was broken, and the broken fragment was lodged inside the implant inserter (p/n: tft20101 a) and the knob (p/n: tft20101 b). The lot number etched on the trial inserter pin was observed to be e20di0714. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: during the functional test, the knob connection component was failed to disassemble from the inserter due to broken inserter pin. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Trial inserter sh connection tft20101 investigation conclusion: the complaint condition was confirmed for the trial inserter sh connection. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5. D9.

Event description:
This is report 1 of 2 for (B)(4).